Event description:
It was reported that an atrial lead fracture occured with the subject pacemaker (high atrial lead impedance and capture failure). The subject pacemaker has been explanted.

Event description:
It was reported that an atrial lead fracture occured with the subject pacemaker (high atrial lead impedance and capture failure). The subject pacemaker has been explanted.